Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced adhesive issue event on (B)(6) 2026. The infusion set fell off when caught on the chair, and the customer was instructed to monitor the situation. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: spain.